Manufacturer narrative:
(B)(4) an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell one of four in peritoneal dialysis. The patient was connected at the time of the alarm. The technical service representative had the nurse cycle the power on the homechoice to end therapy and to advance the device to press go to start. Nurse closed all clamps and will disconnect the patient. The nurse will also check with the dialysis nurse to see how they want to proceed. The only thing the nurse noticed out of the ordinary was over by the container they use to drain into there was a small puddle on the floor. No other issue with the supplies were noted. The heater bag was full and supply bag partially empty. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.